Event description:
A tech reported a pt had an unexpected outcome following intraocular lens (iol) implant surgery. Additional info was received from the facility that the lens was exchanged as it was not "fitting right." The replacement lens is the same model and diopter as the initial lens. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested on 08/28/2012 and 09/06/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).